Event description:
I have a kinsa smart stick thermometer and the temperature that it reports is always higher than the temperature I get from a traditional mercury thermometer or a digital thermometer. The temperature is randomly high so you can take two readings and the readings will be different even within the same minute. FDA safety report ID# (B)(4).